Event description:
Report received from abbott international which states "after mounting the liner, suction was not working. The pt's medical status was worse after the event." Additional info received states that "after the receptal did not work, they used another system for suction that worked. The pt passed away. The death was not expected, but the reporter's opinion of causality is probably not related. The suction was used for airway." Additional pt info has been requested, but no further info is available.